Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer initiated an extended bolus using the pump. After about ten minutes, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (280 mg/dl). As an extended bolus had been partially delivered prior to the malfunction alarm, the customer stated that they would monitor bg level and deliver a manual injection, via an insulin pen, if needed.